Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the skipping issue was unable to be confirmed. The unit was found to be missing screws. The spring seal was corroded. There was corrosive dust inside the head and on the swivel and needle bearing. The needle bearing and eccentric shaft were corroded. The poppet assembly was not flush with the handle. The swivel was loose. The motor was corroded onto the swivel. The planetary carrier, bearings, and gears were rusty and corroded. There was a whining noise while the motor was running. Rpms were in specification. The control bar was loose and not in position. The calibrations were out a the 0, 10, and 20 readings. The swivel, poppet assembly gasket, lever, needle bearing, nut bearing lock, spring seal, bearings, eccentric shaft, and planetary carrier assembly were all replaced. New vespels and semi-circles were installed. The control bar was adjusted. All other worn or damaged components were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during testing, the unit was skipping. There was no patient impact or delay. Due diligence is complete.